Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the first four staples were severely misaligned. The stapler was returned with its trigger not engaged. There were signs of biological material on the device. The stapler was received with 28 staples left in the cover block, indicating that at least 7 staples were fired by the customer. Dimensional inspection was performed on the anvil. The inner angle of the hook measured 75.63 which is not within the specification of the drawing. The outer angle of the hook measured 92.25 which is within the specification of the drawing. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. The first fire attempt resulted in one fully formed staple and one unformed staple firing at the same time. The second fire resulted in the staple fully forming and releasing. The next fire attempt in the skin pad correctly formed and released. The fourth fire attempt resulted in the one staple fully forming and one unformed staple releasing at the same time in the skin pad. The fifth fire fully formed and released in the skin pad. The sixth fire resulted in one stap le partially forming and one unformed staple firing at the same time in the skin pad. The device was disassembled and die casting anomalies were discovered on the forming tool. The pusher appeared to be tilted downward. No other defects or anomalies were observed. The anvil was in the proper orientation. It appeared that the staple misalignment prevented the remaining staples from consistently firing properly. The source of the staple misalignment could not be conclusively determined. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the hcp failed to fire the skin stapler(jammed, not firing) in surgical operation". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "the hcp failed to fire the skin stapler(jammed, not firing) in surgical operation". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.